Event description:
It was reported that the suture fiber wire broke during a rotator cuff repair procedure. The implant was fully seated. The part was retrieved and the case was completed via a right shoulder mini open rotator cuff repair; another incision was necessary to complete the case. Surgical delay time was over 30 minutes. Bone quality was reported as average. No further pt info was provided at the time of this report or made available in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
One section of suture (approx one foot long) along with a closed end knot pusher were received for eval; the complaint was confirmed. The section of fiberwire suture was frayed and damaged on one end. There was no observed damage on the returned knot pusher. Device history record review revealed nothing relevant to this event. The returned section of suture was tested and found to exhibit strength typical of sutures sterilized with devices. However, arthrex makes no claims for suture strength when part of a device. The root cause of the event could not be determined from the info available and from device eval. This is the first complaint of this type for this part/lot combination. The results of this eval are being communicated to the event reporter.